Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had pharmacy order was missing from the interface message, and another order was found but involved a combo medication stored in a vial. A technical support specialist (tss) advised the customer to contact the hospital information technology (it) team and attached the pyxis user guide that lists steps on how to configure combo medications in the es server. Tss mentioned that the hospital it team resolved the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, orders were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.